Manufacturer narrative:
This case was re-opened to enter additional information received on february 08, 2017 (revision surgical report). Review of incoming information (update): revision surgery report dated july 31, 2015: preliminary diagnosis: right tha instability with dislocation procedure: trilogy longevity constrained liner 32/58 mm and biolox option ceramic head 32 +3.5l were implanted. No complications observed. Possible causes for the reported event according to dfmea (update): - dislocation (short-term manifestation of harm) -> due to user error - joint laxity - possible -> the existence of joint laxity is not indicated in the surgical reports, however, this risk cannot be excluded. - dislocation (short-term manifestation of harm) -> due to joint laxity due to limited head offset options - possible -> the existence of joint laxity is not indicated in the surgical reports, however, this risk cannot be excluded. - dislocation (short-term manifestation of harm) -> due to no or inadequate labeling - surgeon selects incorrect head offset - possible > as the product is not received for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer (B)(4) considers this case as closed again. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a biolox option hd adpt, 12 14, 40 x 0 on (B)(6)2015 on the right side. It was reported that the patient's right hip dislocated three times and that a revision surgery was performed on (B)(6) 2015 to place a constrained liner.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information it was reported that patient underwent revision surgery on (B)(6) 2015 due to dislocation of the head where a constrained liner was placed after 4months in vivo. Implantation report, dated (B)(6) 2015: preliminary diagnosis: right total hip arthroplasty failure due to an adverse locad soft tissue reaction from trunnion corrosion procedure: severe reactive synovial debris consistent with adverse soft tissue reaction. Significant amount of blackened corrosion at head/neck junction observed. Pe liner and 40# biolox head with titanium sleeve implanted. Attorney letter is received which indicates that the patient underwent revision surgery on (B)(6) 2015 due to dislocation of the head and it is stated that surgeon placed a constrained liner. Due to absence of further information, it is not certain whether the biolox head was explanted or not. Root cause analysis possible causes for the reported event according to dfmea: line 26 : dislocation (short-term manifestation of harm) -> due to user error - joint laxity; line 27 : dislocation (short-term manifestation of harm) -> due to joint laxity due to limited head offset options; line 28 : dislocation (short-term manifestation of harm) -> due to no or inadequate labeling - surgeon selects incorrect head offset. Comparison to investigation results whether it is possible and justification: line 26 : possible -> the revision surgery report is not received; line 27 : possible -> the revision surgery report is not received; line 28 : possible -> as the product is not received for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (b)4).